Event description:
It has been reported to philips that was unable to perform exposure. The device was in clinical use at the time of the event. No harm has been reported to philips. The patient's procedure was moved to another facility and completed. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) received a complaint indicating that the machine suddenly failed to expose x-rays. The hospital engineer checked the issue but did not solve. Customer asked third party service provider for repair service. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) received a complaint indicating that the machine suddenly failed to expose x-rays. The hospital engineer checked the issue but did not solve. Customer asked third party service provider for repair service. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, common device name, FDA product code, serial number and the manufacture date have been updated.